Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of peritoneal dialysis therapy. The patient experienced feeling bloated and overfull. It was determined that the patient¿s prescribed night fill volume was 2400ml; the drain volume was 4340ml. The patient stated they performed an off cycler manual exchange fill volume of 2000ml and did not change the settings on the device to drain, prior to filling. The technical services representative (tsr) had the patient perform a manual drain. The tsr assisted the patient with bypassing the dwell and drain and the patient continued therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.